Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. No intervention or patient symptoms were reported.